Event description:
Vns patient began coughing approximately one month ago and that the coughing increased to the point that the patient developed bronchitis and subsequent pneumonia. The pneumonia was treated with antibiotics, but eh antibiotics did not help. This lead to chronic aspiration and now the patient is on continuous oxygen due to low oxygen saturation. The patient's device was programmed to off in attempt to allefiate their symptoms. The patient has been instructed to follow-up with neurologist at his office in a couple of weeks.